Event description:
It was reported that a spectrum pump had unspecified programming issues during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: 08/2025 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h10. Correction b5: it was reported that a spectrum pump had programming issues while in use on a patient. This was further described as "the pump was asking for manual entry of order details for a patients's heparin drip". Upon review of the device it displayed a blue banner across the top of the screen and included an option to bolus the heparin drip, which is not standard practice. It was later confirmed that the patient was receiving the correct medication, dose and rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information: h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.